Manufacturer narrative:
Manufacturing review: a lot history review was conducted and identified that a device history record (DHR) review was not required. Visual inspection: the sample was returned. The sample was returned inserted in a 9f cordis sheath, the sheath tip was noted to be buckled. The safety clip was not in place upon receipt. The tuohy borst valve was loose, and the two-way stop cock was not returned. The y-body was pinned to the handle. The stent graft was found to be released and not returned. The outer catheter was noted to be intact with no stretching noted. The inner catheter was exposed pass the distal end of the outer catheter and noted to be kinked. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned in a deployed configuration. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the delivery system was received in the deployed configuration, and the stent graft was not returned. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a stent graft could not be deployed in an upper arm fistula. The entire system was removed and another stent graft was deployed successfully without incident. There was no reported patient injury.